Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the reported event. The treatment for peritonitis was unspecified antibiotics (dose, route and frequency not reported). The antibiotics treatment was later discontinued and the patient was discharged from the hospital. The patient was recovering from the peritonitis. On an unreported date, the patient's pd therapy was discontinued and they were put on hemodialysis. Additional information was requested, but is not available at this time. This is report 1 of 2.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number(s) h13f24028 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A review of all batch record documents was performed on potentially associated lot number h13f28011 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).